Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2015 for a scheduled device and electrode implant procedure. During placement of the electrode, the patient became less responsive and agitated. Because of the patient's condition, the physician elected to abort the implant procedure. The electrode was removed and the two pocket sites were sutured/closed. The root cause of the patient's adverse event was attributed a negative reaction to the anesthesia. The patient recovered on (B)(6) 2015 and was presented back to the ep laboratory. A device and electrode were successfully implanted on (B)(6) 2015 with no adverse events reported.